Event description:
This is an international report where a home patient (hp) contacted baxter's technical service center regarding air in the patient line of the homechoice (hc) unit. The incident occurred during therapy, in fill 1. The hp stated that they forgot to open the patient line clamp during priming. The patient line had air and did not prime. The technical service representative (tsr) assisted the patient to end therapy and advised to start again with new supplies. There was patient involvement, with no associated patient injury or medical intervention.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) is confirmed and the assignable cause is determined as use error, because the patient reported to having the clamp closed on the patient line during the priming process. If the patient clamp is closed during the priming stage, this can cause air to enter the tubing of the patient line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.